Event description:
Implant fracture one year after implantation. The patient didn't fall (there isn't any obvious reason of the reported fracture). X-ray showed an hypertrophic focus without pain before the fracture of the nail.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.